Manufacturer narrative:
Citation: batchelor et al. Incidence, prognosis and predictors of major vascular complications and percutaneous closure device failure following contemporary percutaneous transfemoral transcatheter aortic valve replacement. Cardiovasc revasc med. 2020 sep;21(9):1065-1073. Doi: 10.1016/j.carrev.2020.01.007. Epub 2020 jan 15. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding major vascular complications and percutaneous closure device failure following percutaneous transfemoral transcatheter aortic valve replacement (tavr). All data were collected from a single center between from june 2016 to october 2018. The study population included 303 patients (predominantly male, mean age 80 years), 163 of which were implanted with a medtronic self-expanding bioprosthetic aortic valve which includes use of the delivery catheter system (dcs). No valve or dcs model names, or unique device identifier numbers were provided. Among all patients, eight deaths occurred within 30-days of implant. All eight deaths were related to some form of a major vascular complication. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: access-site vascular complications leading to major bleeding, perforation, stenosis, dissection, hematoma, severe lower extremity ischemia and life-threatening pericardial effusions. Treatments included percutaneous revascularization as angioplasty and/or stenting, surgical revascularization, pericardiocentesis, and prolonged manual pressure. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated: 1) the medtronic product utilized in this study was evolut r (but no serial numbers provided), and 2) that medtronic product did not cause or contribute to the observed deaths or adverse events.